Event description:
The device was being utilized in the ep lab for a scheduled procedure. The device defibrillator was charged to 200 joules. Allegedly, 200 joules was discharged to the patient when the operator attempted to dump the charge by pressing the selector switch. The patient successfully converted from the implanted defibrillator. There were no adverse affects to the patient resulting from the report.